Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken off reservoir tube lip, a missing end cap sticker and a missing drive support sticker. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that the drive support cap stuck out. The customer stated that he had an infection after a root canal and lost vision in his left eye. The customer mentioned having low and high readings. The insulin pump was returned for analysis.